Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 65-year-old male with a complex cardiac history¿including coronary artery disease, pulmonary hypertension, end-stage renal disease, and aortic valve pathology¿underwent CABG and aortic valve replacement. Following chest closure in the operating room, the patient developed post-cardiotomy cardiogenic shock. Due to the rapid deterioration, the surgeon re-opened the chest, revealing severe right ventricular distension, consistent with acute right ventricular failure. A decision was made to implant an impella rp flex for right-sided mechanical circulatory support. The device was implanted via the left femoral vein and positioned successfully. After establishing stable right-sided support, the patient¿s chest was closed and he was transported to the intensive care unit. In the ICU, the patient remained on impella rp flex support, high-dose vasopressors and mechanical ventilation. He continued to exhibit severe metabolic acidosis and remained hemodynamically unstable. The patient developed persistent chest tube bleeding, prompting initiation of a massive transfusion protocol, during which he received high-volume blood product resuscitation. Despite mechanical circulatory support and aggressive hemodynamic management, the patient¿s condition continued to decline. Approximately seven hours after impella rp flex implantation, the patient experienced cardiac arrest and expired while on impella rp flex and vasoactive support.

Manufacturer narrative:
Corrected: d1, d4 (serial). Major bleed, hemodynamic instability, cardiac arrest: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
E1. Initial reporter phone was inadvertently omitted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.